Manufacturer narrative:
(B)(4).

Event description:
At follow-up device was found to have therapy programmed off in master switch. Nurse is following up with rep to see what cause may have been. The device was reactivated and remains implanted. On 7/17/2016 - the field rep was contacted and she stated the patient has not always come for her follow-ups and they do not know when therapy was turned off, but it was not done at the clinic this patient is followed at. They are not aware of any medical procedures this patient may have had at another facility.

Manufacturer narrative:
On (B)(6) 2016 - it was reported the nurse said she was having issues getting the device to interrogate with the first programmer used and she may have inadvertently turned off therapy during that. Pdfs of follow-ups were provided today and added to the portfolio. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned follow up data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned follow up data from june 21st 2016 have been analyzed. The analysis revealed that the therapy function of the ICD was programmed to off, in agreement with the clinical observation. Otherwise no anomalies were observed. Based on the information available for analysis the root cause of the clinical observation could not be determined. It is however reasonable to assume that the therapy was programmed to off during a follow up procedure, as mentioned in the complaint description. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned follow up data confirmed the clinical observation, however, there was no indication of a device malfunction. Based on the information available for analysis the root cause could not be determined. Should further relevant information, like an ICD ram dump, become available, this investigation will be updated.